Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 24 mg/dl; cause was not known. Reportedly, customer had a seizure and broke their leg. Reportedly, the customer required assistance from their spouse and emergency medical technicians were called and transported customer to the ER where they were monitored. Customer also consumed carbohydrates to treat bg level. Customer was released with issue resolved recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.